Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant fnt411 in dental site 13 fractured at the apex portion of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotite® tapered implant 4 x 11.5mm (fnt411) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the threads and drive feature. The device itself shows no signs of fracture. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 25 (fdi) and used for approximately 9 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2018120620. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018120620) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.